Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an inappropriate shock and subsequently was hospitalized. It was noted that the physician was unaware as to why the device 'had not discriminated the rhythm' and delivered a therapy. A review of an electro gram (egm) revealed that the patient's had a fast atrial tachycardia rhythm that was detected in the vt-1 monitor only zone. The rate of the tachycardia accelerated into the ventricular tachycardia (vt) zone resulting in 3 trains of anti-tachycardia pacing (atp) and a 41j shock being delivered. The patient's rhythm was converted into sinus tachycardia following the shock. It was explained to the physiologist that when a monitor only zone is programmed on in this particular device type, if a rhythm is detected in the lowest zone and accelerates into the vt zone then the device uses redetection to decide whether or not to treat the arrhythmia. The necessity of having a monitor only zone programmed on in this patient was re-evaluated. Device programming changes were discussed however they were unable to be made as the patient had left the clinic. The physiologist contacted the patient and informed him of the situation yet the patient was adamant that he would return at a more convenient time and fully understood the potential consequences of this. At this time the device has not been reprogrammed and remains in monitor only zone. The patient maybe followed up at a later date. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--